Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited intermittent undersensing of the ventricle. The patient condition was unknown. No further information was reported on this event.

Event description:
New information noted the patient initially presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was undersensing premature ventricular contractions (pvc). No changes or interventions were performed. There were no patient consequences.